Event description:
It was reported that the t:slim x2 pump battery would not charge, with a power source alert noted in the pump history. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to plug the wall adapter into a known working outlet and wait at least 30 minutes to see if the pump would begin charging, with a follow-up planned. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.